Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the electrode belt¿s lead-2 orange wire being broken, causing ECG d to not recognize. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.